Event description:
It was reported that non-sustained lead noise episodes due to intermittently oversensing of noise were observed. Device was reprogrammed and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.